Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was low (value not provided). Customer fell and legs were bruised. Customer crawled to refrigerator and retrieved a soda to consume to address low bg. Customer is prone to rapid drop and increase in bg levels. Customer is also a "brittle diabetic" and a low bg is not "out of the norm" for the customer. Customer did not make changes to pump settings and there was no product-related issue. Customer did not have the continuous glucose monitor at the time of event and was monitoring via a bg meter. Customer was not aware of the reported low bg. Customer was advised to discuss event with their healthcare provider.